Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the mildly tortuous and moderately calcified superficial femoral artery. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. During first inflation at 6 atmospheres for 30 seconds, the balloon ruptured vertically. The device was removed using normal method without issue and the procedure was completed with another of the same device. There were no patient complications as a result of this event.